Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: fusion at l3-l4 and l4-l5 it was reported that- on (B)(6) 2011: the patient underwent lateral lumbar interbody discectomy and fusion with instrumentation. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "the patient has new pain in her limbs and swollen legs. The level above l3-l4 was showing stress" on (B)(6) 2011: the patient underwent an irrigation and debridement evacuation of hematoma in the lumbar spine. Following this surgery, the patient required pain management to deal with pain. Allegedly,"the patient experiences new, different and worse pain than she did prior to her treatment; pain consists of lower and mid back pain; right hip pain; numbness, swelling, burning, and pain in right ankle. The patient sleeps poorly due to her pain and cannot stand or sit for long periods of time."